Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set leaked. During patient infusion, the "y site broke at the distal tip/male connector". The patient was then observed to be bleeding from the central line. There was no patient injury or medical intervention associated with this event. No additional information is available.